Manufacturer narrative:
It was reported that following a c-section today, the plastic of the drape seemed to be almost melting. It was very difficult to remove, and it left tackiness on the patient's stomach. The nurses had to use alcohol and adhesive remover to remove the sticky residue. Nurses also used adhesive remover and soap and water with a washcloth to help remove residue. The patient is doing well. No relevant pt history. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Following a c-section today, the plastic of the drape seemed to be almost melting. It was very difficult to remove, and it left tackiness on the patient's stomach. The nurses had to use alcohol and adhesive remover to remove the sticky residue.